Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection and functional test was performed by injecting fluid at the first injection site from the hand pump with the roller clamp closed. It was found that the fluid was able to backflow into the hand pump. However, the hand pump is not designed to block back flow coming from the injection point. Therefore, this reported condition will not be confirmed; and there was no cause identified for this condition. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a blood set in which unknown medications were backflowing through the pump chamber. This occurred during patient-use in an unknown care area, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample is not available, however a companion is available and has been requested. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.